Event description:
Report received of an overdelivery due to an operator error in programming. The pump was programmed in 2003 at 8:53am to deliver morphine 1mg/ml in the pca only mode with a pca dose of 2mg, a pt lockout of 5 minutes, and a 4-hour limit of 30mg. At an unspecified time, the pt had reached the 4-hour limit at the same time that the syringe was empty. When the nurse changed the syringe, the pump was turned off and then turned back on. The nurse then cleared the pump history and programmed settings which cleared the 4-hour limit data, instead of retaining the pump history and programmed settings as intended. The pump was completely reprogrammed with the same settings and therapy was resumed. It was reported that the pt received 30mg over a time frame of 1 hour 30 minutes due to the reset 4-hour limit. The pt received a total of 73mg of morphine over the entire course of therapy. At 3:54pm, the pt became oversedated and the pump was discontinued. The pt was successfully treated with six 0.4mg doses of narcan. The pt also required additional monitoring. The pt fully recovered from the event without any long term sequelae. Though requested, no additional info was available.